Manufacturer narrative:
This product was never returned back from the field for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided and/or the device be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones as it had reached end of life. Premature battery depletion was suspected. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.